Event description:
Chemotherapy cadd solis vip pump was started on (B)(6) 2026 at 1238. Patient returned on (B)(6) at 1500 for the pump disconnect. At the time of appointment, it was noted that the medication was not administered and the bag appeared to be full. Patient stated that he powered the pump off after it alarmed that the infusion was complete. The record was checked, and this statement was accurate. Arnp was notified. The decision was made to resume the infusion, so that the patient would receive the majority of his dose.